Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event and began treatment with amitriptyline hydrochloride, heparin and injection of amikacin for the peritonitis event. Dianeal therapy was ongoing. At the time of this report, the patient was discharged and has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.